Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unknown reason. However, additional information obtained indicates that this lead exhibited high pacing threshold measurement which could possibly be due to micro-dislodgement or exit block. This lead was explanted. No additional adverse patient effects were reported.